Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: j0542891v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said she had the device for the bladder. Patient said the ins malfunctioned a couple months after it was put in. The ins had to be removed. The device was hung on high and she couldn't turn it down. Patient hadn't peed for days and her stomach swelled up big and she had to have emergency surgery. They didn't take out the wires. Patient said the wires have been causing her tremendous pain. Patient said it started off and on through the years always thought it was back aches. Now she has hardly been able to walk in nine days. Patient doesn't have a doctor that manages the device. The patient is looking for a doctor to remove the leads. No further patient complications are anticipated or expected as a result of this event.